Event description:
It was reported that during a low anterior resection procedure, the machine alarmed with an error code 5, and the tip of the blade broke off outside the pt. Used another like device to complete the procedure. There was no pt consequence.